Event description:
Information received by medtronic indicated that the insulin pump had issue with sensor. Customer reported that the insulin delivery was not suspended due sensor vs blood glucose difference. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). On 01/04/2021 the customer reported sg vs. Bg issues. Unit was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring, and hence unable to determine harm reported, with no allegation of device deficiency. The following were noted during visual inspection: missing retainer ring, scratched case. Unit passed rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following related alerts/alarms around the event date: 7=no delivery occurred @ (B)(6) 2021 11:43:54, 11:44:08, 11:57:03, & 12:00:28. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of sg vs. Bg issues was unable to be confirmed during testing due to the missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.